Manufacturer narrative:
Product complaint (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: device returned. H3, h4, h6: device history lot part: 03.505.075 lot: f-19451 manufacturing site: selzach supplier: sphinx werkzeuge ag release to warehouse date: 08.april 2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: according to the information received the drill bit broke during a mandibular orif surgery. A fragment was removed from the patient¿s body. The procedure was completed without surgical delay. No further information is available. H6: the drill bit was returned to depuy synthes zuchwil for evaluation. Depuy synthes conducted a visual and dimensional inspection of the returned device. The visual inspection confirmed that the drill bit is broken. Approximately 4mm of the distal fluted tip section has broken off and was not returned for investigation. Besides, the instrument presents normal signs of use. Dimensions were checked and found to comply with the specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The review has shown that the correct material was used (stainless steel 1.4112 hardened) and that the hardness parameter was within the specification. As part of depuy synthes¿ quality process all devices are manufactured, inspected, and released to approved specifications. A definitive root cause for the drill bit breaking could not be determined based on the provided information. Based on the condition of the device we assume that a mechanical overload (lateral stress) caused the breakage of the fluted tip. Wear and tear may also have played a certain role. Please find further information for limits of reprocessing and end of life indicators in the following documents: important information leaflet se_023827_am end of life indicators of reusable instruments se_737926 revision aa: section 9.0 drill bits. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: dzj. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a mandibular open reduction internal fixation (orif) for the treatment of a mandibular fracture, the dill bit broke. A fragment was removed from the patients body. The procedure was completed successfully without surgical delay. This report involves one (1) 1.5mm drill bit w/6mm stop 13mm f/90¿ scrwdrvr mtrxmandbl. This is report 1 of 1 for (B)(4).